Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing was observed. Programming changes were recommended. Patient will be scheduled for in-clinic follow-up.